Event description:
New information received notes oversensing due to noise was observed prior to the procedure.

Event description:
It was reported, that the patient had no reported symptoms. It was noted, that noise was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.